Manufacturer narrative:
Updated: b4, b6, b7, d11, e1 (name of initial reporter, email address and telephone #), e2, e3, g4, g7, h2, h10, h11. Corrected: a1, a3, b5, d1, d4 (version or model number, serial number), d10, h3, h6 (type of investigation, component and health effect impact codes). Testing of actual/suspected device (10): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to observe the reported issue. The fse resolved the issue by replacing the pcb color video receiver and cable dc/ac inverter. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) had blurry lines on the display screen. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields: g1.

Event description:
N/a.

Manufacturer narrative:
The customer has been presented with the cost estimate to repair the iabp unit. Repairs are pending approval. In the meantime, a loaner unit was sent to the customer. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had blurry lines on the display screen. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.